Event description:
It was reported that in 2000 an angio-seal device was deployed in the pt's right groin. The pt had been placed on integrillin. Bleeding and oozing was observed at the procedure site, and a small hematoma developed. The pt was discharged the following day. Once at home, the pt noticed that the right groin lesion continued to increase in size and was painful. Although the pt was instructed not to take a bath or shower for 48 hours, pt did so the day after pt was discharged. The pt presented to the ER in 2000 due to a suspected pseudoaneurysm or bleeding hematoma. However, doppler revealed no pseudoaneurysm and the pt was prescribed antibiotics and discharged home. In 2000, the pt presented back to the ER with bleeding at the swollen site and was subsequently admitted to the hosp. At the time of admittance, the hemoglobin (hgb) was stable at 10.7. However, three to four days prior, the hgb was 11.5, and the pt was previously discharged with a hbg of 14.4. The white count had increased to 20.5 in 2000, no fever or chills were presented and the pit count was 554,000; blood cultures were negative.